Event description:
It was reported that the patient experienced nocturnal hypoglycemia while using the ilet, with a confirmed fingerstick value of 20 mg/dl, after which the family discontinued use and later requested assistance to restart and consider retraining. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute sequelae. Outcomes included no professional medical intervention, no need for assistance, and no hospitalization. Investigation included complaint intake, review of user-reported blood glucose data and alerts, and referral to the field team for follow-up and user education. Investigation of this case revealed no device malfunction reported, the device provided low and urgent low alerts, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was user-related or multifactorial with cause unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.